Manufacturer narrative:
Concomitant medical products: model: 1458q86, competitor lead; implanted: (B)(6) 2015.

Event description:
It was reported by the patient that their physician is exploring the idea of removing their right ventricular (rv) lead as that may be causing an issue. Follow-up with the patient's clinic revealed the rv lead is exhibited elevated and consistent thresholds. An rv lead revision has been scheduled for the following month, the lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.